Manufacturer narrative:
Upon receipt of the amplatzer pfo occluder, the device was measured and the size was confirmed to meet dimensional specifications and no defects were observed microscopically. The results of this investigation are inconclusive since the implant echocardiograms were not available for review. Therefore, the cause of the embolization could not be determined with the information received.

Event description:
According to the information received, the patient had a patent foramen ovale (pfo) with an atrial septal aneurysm. An 18mm device initially selected and pulled through the septum. A 25mm device deployed without difficulty, but embolized to the left pulmonary artery soon after release, even though it had seemed reasonably secure. The device was retrieved by snaring, and then removed surgically from the pelvic vein. Another procedure to close the defect will be attempted in a few weeks, using tee guidance and a 35mm device.